Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-61 -improper use/ mishandled by end user. Based on the post market review syr-pmr-100 and review of the FDA's total product life cycle (tplc) - total device problems, for possible delay in administration of insulin. Reference - CAPA (B)(4). Note: manufacturer contacted customer on 8/24/2015 in a follow-up call to ensure that the replacement products resolved the initial concern; customer has received the new the product. Customer stated that they have returned the alleged defective product. Product sent resolved customers initial issue.

Event description:
Contact pharmacist from local drug store complaining that she had a diabetic patient who return a box of 100ct insulin syringes, 31 gage , 0.5 cc. Lot # np1412 expiration date 05/25/2017. Customer complained that the needle broke off upon injection, and it happened with most of them. Pharmacist replaced syringes to customer, she has the defective product which I requested her to return it to us so we can open an investigation.